Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe with luer-lok¿ tip was deformed and had volumetric inaccuracy. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: three picture samples were received for evaluation by our quality engineer. Upon visual inspection of the pictures, the syringe barrel was observed damaged. A device history record review was completed for the provided lot number (1711050). The review did not reveal any detected quality issues during the production of lot number 1711050 that may have contributed to the observed defect. Investigation conclusion: the damaged barrel was a result of an undetected hit within the manufacturing equipment or during the transportation process. During the manufacturing process, final products are sampled by the operator and subjected to visual and functional inspections to ensure the product is within specifications. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence. Root cause description: the damaged barrel was a result of an undetected hit within the manufacturing equipment or during the transportation process. Rationale: complaints received for this defect will be monitored by our quality team for signs of emerging trends and if necessary, corrective action will be initiated.

Event description:
It was reported that bd syringe with luer-lok¿ tip was deformed and had volumetric inaccuracy. No serious injury or medical intervention was reported.